Event description:
It was reported that a minimum fill notification occurred. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information regarding outcomes was obtained.